Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. Literature citation: mei xl, zhang zx, tong j, zhu w, zhao jn. [Two different kinds of total hip arthroplasty for unilateral crowe IV developmental dysplasia of the hip in adults]. Zhongguo gu shang. 2019 sep 25;32(9):792-797. Chinese. Doi: 10.3969/j.issn.1003-0034.2019.09.003. Pmid: 31615172. Objective/methods/study data: to compare the clinical effects of subtrochanteric osteotomy and greater trochanteric osteotomy total hip arthroplasty (tha) in the treatment of crowe IV congenital hip dysplasia. Sixty patients (64 hips) with crowe IV congenital hip dysplasia were treated in authors' hospital from november 2013 to november 2019. They were divided into subtrochanteric osteotomy group (32 cases, 34 hips) and greater trochanter osteotomy group according to the osteotomy method 28 case (30 hips). It is noted that srom (depuy) was utilized in the subtrochanteric osteotomy group. A non-depuy implant was utilized in the greater trochanteric osteotomy group. The acetabular side for primary implants is not discussed. Bearing surfaces for primary implants are not discussed. Adverse event(s) and provided interventions from the subtrochanteric osteotomy group: qty 1 nerve injury with no functional impact. Qty 1 incision infection treated with local debridement, dressing change and sensitive antibiotic treatment. Qty 1 prosthesis loosening and treated with revision. General reports of pain but no impact on function.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. Removed concomitant products since this is a literature complaint.